Event description:
Discordant results were obtained on patient samples on an advia 2400 instrument while quality controls were out of range. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced a defective reagent 1 mixer mechanism. The cause of the discordant results is a malfunction of the reagent 1 mixer mechanism. The instrument is performing according to specifications. No further evaluation of the device is required.